Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the handle stopped firing. The surgeon was able to continue very slowly, then it was replaced with another handle and shell to complete the case. There was no patient injury.